Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. The damage is consistent with delivery of high voltage into a low impedance load due to a suspected damaged hv lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device displayed alert for possible output circuit damage. Low impedance was observed. The device attempted to charge multiple times. The patient uses nunchuks frequently. The device and lead were explanted.